Event description:
It was reported that there was a concern of this pacemaker's longevity and exhibited premature battery depletion (pbd). The health care professional (hcp) requested analysis of the device; however, the hcp did not send the files for analysis. Ts provided instructions on how to obtain the files. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that there was a concern of this pacemaker's longevity and exhibited premature battery depletion (pbd). The health care professional (hcp) requested analysis of the device; however, the hcp did not send the files for analysis. Ts provided instructions on how to obtain the files. The device remains in use. No adverse patient effects were reported. Additional information received indicates that ts reviewed the reports and found that the device was depleting normally. The device remains in use. No adverse patient effects were reported.